Manufacturer narrative:
This report is submitted september 25, 2019.

Manufacturer narrative:
This report is submitted on sep 11, 2019.

Event description:
Per the clinic, the patient experienced a breakdown of the wound resulting in the receiver/stimulator extruding from the skin. The device was explanted (B)(6) 2019 and the patient was not reimplanted with a new device during the same surgery.